Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were dividing the stomach in a laparoscopic sleeve gastrectomy, they had difficulty in pulling back on the black release knobs because it was sticking. They used another stapler to resolve the issue. There was no patient injury.

Event description:
According to the reporter, when they were dividing the stomach in a laparoscopic sleeve gastrectomy, they had difficulty in pulling back on the black release knobs because it was sticking. They used another stapler to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that one reload was partially fired. Microscopic evaluation noted that this reload had damage to the cutting edge of the knife blade. The second reload had no visual abnormalities and had a full complement of staples. Functionally, the reloads were loaded into a post market vigilance instrument. The interlock was overridden for the partially fired reload and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The second reload fired satisfactorily. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of knife blade damage that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.